Event description:
The pt reported experiencing elevated blood glucose of 300 mg/dl since 2009 despite changing the infusion set and insulin cartridge and bolusing through the infusion device. The pt normally uses 40 units of insulin per day and this week has been using 200 units of insulin per day. He stated that previously the infusion device displayed e4 (occlusion) error frequently and this week e4 is not longer displayed. He stated that he reuses insulin cartridges 3 times. He switched to his replacement infusion device. His normal blood glucose level is 130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.